Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed no delivery; the set was changed this morning but the alarm occurred during a lunch bolus. The patient's blood glucose at the time of incident was 424 mg/dl, which was treated via manual insulin injections. Troubleshooting was initiated for the insulin pump. The device passed the self test and displacement test. Troubleshooting was declined for the high blood glucose; the mother attributed the issue to her daughter's site. No products were returned or replaced.